Manufacturer narrative:
Concomitant product: product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient reports not being able to make adjustment with antenna attached. It was later reported the programmer won't do telemetry with antenna. Prime cell. When she put the programmer without antenna over the stimulator site she got a real bad shock. She was not injured. She did not press any buttons to get this shock. Appears to have occurred through product use. No patient harm reported.